Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 319.006, lot 4287343: manufacturing site: synthes brandywine. Release to warehouse date: july 30, 2001. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: visual inspection of the complaint device showed the needle component was bent, the protection sleeve component was missing, and the dowel pin holding the handle to the slider had broken off. Per the design drawing, the dowel pin is supposed to be pinned so it cannot fall out. Therefore, the pinning has broken holding the dowel pin in place. The relevant dimensions were found to be conforming. The relevant drawings were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the dowel pin holding the handle to the slider had broken off. Additionally, the needle component was bent and the protection sleeve component was missing. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11: corrected data: g1: physical manufacturer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during restocking of set on (B)(6) 2020, the handle of the depth gauge for 2.0mm and 2.4mm screws had come apart. The gray knob that has 2.0/2.4 etched in it had come off the black handle and it does not appear that it can be reattach. There were no patient and surgical involvement. Concomitant device reported: unknown set (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).